Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. The customer had not been using the system for almost 2 years after installation, so requested an onsite service to boot up the system, however the customer did not approve the service request. As the customer decline the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to start. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.